Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's atrial lead exhibited intermittent loss-of-capture. Dislodgement of the atrial lead was suspected. The patient's implantable cardioverter defibrillator was reprogrammed. The lead was re-positioned in the right atrium on (B)(6) 2019. The patient was stable.